Event description:
As reported by the sales rep per the user facility: huber needle inserted into port, needle came apart from plastic hub. Two incidents. This occurred during chemotherapy administration, chemotherapy spilled on pt. Add'l info provided by the facility indicated the cannula separated at the joint of the needle into the wing assembly. The chemotherapy drug being administered was 5fu. Neither pt suffered any adverse sequela associated with the reported incidents. There were no further incidents. The samples were discarded. Additional event date: (B)(6) 2010.

Manufacturer narrative:
The actual devices were discarded and were not made available to the MFR to be evaluated. W/o the actual samples a thorough investigation could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retain samples for the reported lot were physically subjected to a pull test at the bonded joints. All samples passed the pull test and exceeded the minimum joint separation design specification, passing the joint integrity test. Additionally 20 samples from an unreported lot of current inventory were also physically tested for joint strength. All samples passed the pull test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported lot number.